Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02804. It was reported the pt is unable to communicate with either of his two scs systems and external devices. The pt stated his pt programmer displays a communication error. The pt stated he has not charged his scs systems since (B)(6) of 2014. Follow-up information received identified the pt had his scs systems explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.